Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black substance found in the mini-cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was determined to not be available for evaluation. A review of all batch record documents for potentially associated lot number gm1302013 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.